Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer drank orange juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the insulin gauge was inaccurate due to customer not removing residual air. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.